Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14196 and 3006705815-2022-14198. It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Lead diagnostics indicated high impedances on multiple contacts and patient was unable to place their scs system into MRI mode, prior to an MRI procedure. As a result, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.